Event description:
Pt reported experiencing elevated blood glucose of 570mg/dl. She indicated she felt lethargic. Her normal blood glucose level is approximately 140 mg/dl. Pt admitted she used the infusion set for 6-7 days rather than the recommended 6 days. She stated that her piston rod was used for 5 yrs rather than the recommended one year. Pt indicated that she would change the piston rod and the adapter upon receipt of new ones. She indicated in 2006, her blood glucose values returned to normal (121 mg/dl). No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.